Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat an occlusion distal to another company's stent, which had been deployed months prior. The minivision was advanced, but there was resistance while trying to cross through the previously deployed stent, and it could not cross. The stent delivery system (sds) was removed and once the device was outside the patient, it was noted that the stent implant was no longer on the balloon. A full body x-ray confirmed that the stent was not located in the patient and it was thought that the stent had dislodged in the introducer sheath. Nothing else was able to cross and the case was aborted. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. The inability to cross and subsequent stent dislodgement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, placement technique, device size selection and accessory device support. The IFU states: "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit." However, without the device and introducer sheath to examine, no determination can be made as to the root cause of the reported discrepancies.